Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, but a photo has been returned for evaluation. The investigation of the reported malfunction is currently underway. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The (B)(6) year old male patient weighed (B)(6).

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device and a photo has been returned for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. H11: h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The 61 year old male patient weighed 63 kilograms.

Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was returned as well as photos were provided and the investigation is confirmed for deformed dilator tip and bent guide wire. The definitive root cause could not be determined based upon available information. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced defective components. This information was received from one source. The malfunction involved one patient with no patient consequences. The 61 year old male patient weighed 63 kilograms.